Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # t5a270. Facility medwatch # (B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. In addition another one reload was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a donor nephrectomy, the stapler, with vascular reload, was closed, inserted into the patient via the trocar but wouldn't open once inside the patient. The stapler was removed from the patient and a second like stapler and reload were used to complete the procedure. There were no patient consequences reported.